Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
Additional information was received stating that the surgeon was able to interrogate the patient¿s generator prior to the surgery on (B)(6) 2015. The surgeon however chose to replace the generator prophylactically on (B)(6) 2015. The explant facility will not return the explanted product to the manufacturer as they do not have a signed release form allowing the return from the patient.

Event description:
It was reported that the vns patient¿s device could not be interrogated. The programming wand was rotated to attempt interrogations at different positions; however, the issue continued. The programming system was able to interrogate other patient devices without any issues. The wand battery was fine and the handheld was not plugged into a power outlet. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012. A battery life calculation using the available programming history showed approximately 9.3 years remaining. The patient was referred for surgery but no known surgical interventions have occurred to date.